Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Upon further analysis of the foreign material, it was found that elements and peak characteristics of silicone/silicic acid were identified, which suggests the possibility of the foreign material originating from chemicals (such as anti-foaming agent, lens anti-fogging, etc.) Or tap water. After reviewing the user's cleaning disinfection and sterilization (cds) processes, it was confirmed that the device was reprocessed in accordance with the instructions for use (IFU). Therefore, the cause of why the material remained in the device could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope exhibited brown foreign material in the air/water nozzle and control section. There was no patient involvement.